Event description:
(B)(4). This complaint was received by (B)(4) on (B)(4) 2012 from (B)(6) for product endotracheal tube size 8.0mm. Customer complaining: "cuff did not deflated during extubation."

Manufacturer narrative:
Based on available info, our medical determination is that this malfunction is serious: because sometimes surgical intervention is needed to remove the product whose cuff balloon fails to deflate. If forcibly removed, this may damage the soft tissues of the oral/airway mucosa. Device was not returned but eval results from customer were provided, no failure detected. Reported to the FDA on (B)(4) 2013. Note: the actual date of event is unk, so the date used was the date we became aware.